Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was 79 mg/dl. The customer reported that there was a crack on the reservoir lip ring and wanting to super glue it. The customer reported that the reservoir was able to lock in place. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Customer stated they were considering using (B)(6), but customer has not used it.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked reservoir tube lip. (B)(4).